Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va12dg7, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that reason for call was to ask if it is an issue that the neurostimulator has moved from initial pocket site to sacrum area. When asked, patient said that two years ago, they thought that is might be out of the pocket site and today have x-rays at orthopedic office which confirmed that it had indeed moved. Patient said it was by left sii joint and now in sacrum area, said that there is also a bunching of the wiring. Patient said that it has happened with previous implant as well and had revisions and replacements. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient said will contact managing hcp office now. Patient said that the therapy has worked very well for her. No symptoms were reported.  [See related pe (B)(4) for previous system allegation].